Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that PICC inserted by PICC team on (B)(6) 2020. Pt presented to emergency department on (B)(6) 2020 for leaking PICC. PICC nurse noted "after removing the PICC line from the patient, I flushed the line and the PICC line leaked from a hole noted around the 4cm mark."